Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026.the infusion set tubing was pulled, resulting in detachment of the set from the insertion site. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.